Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had blood glucose (bg) levels that reached as high as 312 mg/dl. The patient stated that they tried several boluses with the pod but their bg levels would not come down. Patient stated that they finally gave an injection with a syringe (humalog) and went to the emergency room (ER). The pod was worn for 4 to 24 hours on the abdomen. Patient stated that at the ER they gave the patient water to drink and they checked their ketones which were (B)(6). They also checked their blood sugars and they did a full blood work test. Patient stated that the diagnosis was that they had "high blood sugars" but the ER did not give a specific diagnosis. Patient stated that the ER doctor did not change the method of insulin delivery as a result of this event but then their endocrinologist did change them back to syringes which is lantus and they will be giving themselves 10 units of lantus per day from now on.